Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not working. Customer's blood glucose was not known. The insulin pump was exposed to water at a pool. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.